Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient states that when the treatment was finished he opened the cassette door and noticed about a half a cup of solution beneath the cassette. He was unable to identify the origin of the leak. Patient states that he has had no ill effects. One dose of prophylactic antibiotics administered ip as a precaution. Effluent has remained clear. There is a sample available to evaluation.